Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were having pain around the implanted device near the hip. It was reported that pain is around the ins and not the lead. The patient reported that it feels like the skin is thinning out and it is real tender around the device in the upper buttock. The patient reported that the healthcare professional doesn¿t manage the device and was only the implant surgeon.